Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from greater than 500 mg/dl to over 600's mg/dl, a large ketone level identified as dangerous, vomiting, and an elevated white blood count. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Contact indicated the issue was resolved and no permanent damage was sustained. Multiple contact attempts were made by tandem technical support to obtain a release date from the hospital, and to perform a system check, however, no response was received from the contact.